Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open hepatectomy case a harhd20 was used and the active blade distal tip was broken after usage of approximately 1.5 hours. There was a few hissing sounds seconds before the surgeon noticed the blade was broken. The surgeon uses the harhd20 with a frequent open jaw technique to score the liver tissues using the inner blades whilst using a plastic suction device nearby continuously in order to suck out the blood from the resection site. Nurses suggested that the blade was broken not due to any contact with the plastic suction device tip. Nor the harmonic blade was touching any metal clips throughout the surgical sites (metal clips were used in this type of surgery to clip vessels). The surgery was delayed 15 minutes. The procedure was completed successfully after the device was replaced with another harmonic device (harh23). There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/23/2020. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This is an evaluation of a set of images sent by the account. Image 1: this is an image of what appears to be a harmonic device. Image 2: this is an image of what appears to be a harmonic device with the blade tip broken off. Image 3: this is an image of what appears to be a harmonic device with the blade tip broken off. Image 4: this is an image of what appears to be a harmonic device with the blade tip broken off. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.